Manufacturer narrative:
Batch review performed on 30 march 2021: lot 131096: (B)(4) items manufactured and released on 20-mar-2013. Expiration date: 2018-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event since 1-jan-2017.

Event description:
The patient had a primary knee surgery and was implanted with competitor implants. On (B)(6) 2016, the patent had the competitor implants revised to medacta implants and the cause of the revision is unknown. 4 years and 9 months after medacta primary the patient came in reporting instability and the cause of the instability is unknown. The surgeon revised the insert semiconstrained 17mm s2 with an insert semiconstrained 20mm s2 to give the patient more stability. The surgery was completed successfully.